Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.50 mm wolverine coronary cutting balloon was used to dilate the target lesion and after inflation, the balloon ruptured. No segment of the wolverine device remained inside the patient and the procedure was completed with another manufacturer's device. There were no patient complications reported and the patient status was fine. The tip section of the returned device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination could find no issue with the balloon or blades that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the device markerbands which could have contributed to the complaint incident. An examination of the device identified traces of blood within the shaft and balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a shaft pinhole located approximately 15mm proximal of the guidewire port. Further microscopic examination of the distal extrusion identified a severe kink at the site of the pinhole. More than one kink was noted along the length of the distal extrusion. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no issue with the hypotube which could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.50 mm wolverine coronary cutting balloon was used to dilate the target lesion and after inflation, the balloon ruptured. No segment of the wolverine device remained inside the patient and the procedure was completed with another manufacturer's device. There were no patient complications reported and the patient status was fine. The tip section of the returned device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination could find no issue with the balloon or blades that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the device markerbands which could have contributed to the complaint incident. An examination of the device identified traces of blood within the shaft and balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a shaft pinhole located approximately 15mm proximal of the guidewire port. Further microscopic examination of the distal extrusion identified a severe kink at the site of the pinhole. More than one kink was noted along the length of the distal extrusion. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no issue with the hypotube which could have contributed to the complaint incident. No other issues were identified during the product analysis.